Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and the lot number was not provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unk procedure. Before the finish arrows lined up, the clip fired prematurely. The physician surmised that the clip was in the tissue tract. Hemostasis was achieved by manual compression. No pt injury. No add'l info available.